Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "pustular psoriasis" is considered an unexpected adverse drug experience.

Event description:
A healthcare professional (hcp) reported that a patient was injected with 1 ml per side of juvéderm® volux¿. The patient developed bilateral late inflammatory nodules, painful to palpation on mandibular ridge. The patient presents pustular psoriasis. This is the same patient reported under emdr (B)(4). This emdr is being submitted for the serious unexpected adverse drug experience.